Event description:
Fire dept personnal were attending to a pt condition unk. During a post event data review, the reporter determined that the device analyzed and rendered a no shock decision on ventricular fibrillation. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the pt's viability.